Event description:
Additional information was received containing patient identifying information. After this patient information was received, a previous report was discovered which revealed that this patient's cancer began in (B)(6) 2013 and was stated by the medical professional to not be related to vns. The patient's generator had already been explanted due to eos, and the patient has not undergone any known re-implant to date. No additional relevant information has been obtained to date.

Event description:
It was reported that an unknown patient had left side breast cancer. No additional relevant information has been obtained to date.